Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that part of the device was sliding out. Customer's blood glucose was unknown. Bottom part of the device was loose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked end cap, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.